Event description:
A talent stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 21 months ago. Vessel morphology at the time of implant is unknown. The patient's vessels have severe disease progression with aortic neck dilatation. The recent CT demonstrated that the aortic neck diameter is 30 mm in diameter at the renal artery and 32 mm in diameter at 15 mm below the renal artery. The stent graft has migrated 25 mm with a type I endoleak due to the disease progression with aortic neck dilatation. The physician elected to treat the patient with three talent aortic cuffs and the migration and the endoleak were resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4). Results: migration, endoleak. Disease progression with aortic neck dilatation. Conclusion: disease progression with aortic neck dilatation.